Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a broken occluder feet was observed. There was evidence of a cleaning agent or foreign solvent around the threads of the main body. The reported condition was verified. The cause of the condition could not be determined; however evidence of a cleaning agent or foreign solvent around the threads of the main body could have contributed to the damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was broken. This was noticed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.